Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had notified the doctor on (B)(6) 2016. She went to the emergency room (ER) and had a CT scan and had a kidney stone, which she passed a week later. On (B)(6) 2016 she saw a urologist and another CT scan was performed. It came back nothing and she was fine. The circumstance that led the issues was kidney stone. The patient had a bad bladder infection and was given gentamicin in IV at the ER. On (B)(6) 2016 her primary care physician (pcp) doctor also gave her flomax and norco for pain. On (B)(6) 2016 they called the urologist and said she was fine and she was.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2016 the patient could hardly move or walk, and felt shocking when she went to the bathroom. She got jolts when she sat, lay down, and the sensation was down her legs, across her back, and stomach. She turned off stimulation this morning, (B)(6) 2016, but could not tell if it was helping.

Manufacturer narrative:
Reference MFR. Report #3004209178-2016-08263 regarding the patient¿s issues with hip pain and a lump in her back. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the steps taken to resolve the lump on the middle of her back, the pain in her hip, hardly being able to walk, the shocking sensation when going to the bathroom, and the jolting sensation when sitting and lying down included going to the chiropractor six times in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.